Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. Customer treats low blood glucose with orange juice. Customer stated that the after insulin pump programming blood glucose level was 285mg/dl. Troubleshooting was performed. The product was not returned for analysis.